Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique via a 6f sheath prior to an interventional pulse field ablation procedure. Reportedly with the prostyle device, the suture was not attached when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional pulse field ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.